Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm). Model#: sc-4316, lot #: 17794689, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and inadequate stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and inadequate stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a non-related surgery and no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and inadequate stimulation. The patient will undergo an explant procedure.